Manufacturer narrative:
Batch review performed on 25 may 2018: lot 123060: (B)(4) items manufactured and released on 14 november 2012. Expiration date: 2017-09-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 18 may 2018: two years after primary total knee arthroplasty, the insert fixation screw was found loose from the tibial insert. Radiographic images provided show incomplete unscrewing. The existing screw can be repositioned but the use of a new one is strongly recommended. The reason for self unscrewing of the insert fixation screw is unknown: one possibility is insufficient tightening torque but other conditions may have contributed.

Event description:
Revision surgery due to inlay locking screw unscrewing after about 2 years and 2 months after primary. The surgeon refixate the screw through a "mini-open" approach.